Event description:
Upon opening, the set we realized that the tip of the depth gauge was broken off. Rep reported "used a different depth gauge."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the tip of the depth gauge breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by mishandling of the device. The visual inspection revealed that there is a clear breakage in the device¿s hook. The fracture pattern is consistent with fatigue fracture due to exposure to cyclic loads. This can happen when the device¿s hook is repeatedly bend in two opposite directions, which will cause cracks to appear and consequently breakage of the hook. Note, as stated in the IFU: ¿special comments for application ¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Upon opening, the set we realized that the tip of the depth gauge was broken off. Rep reported "used a different depth gauge."